Manufacturer narrative:
Of the two devices, lot numbers were not provided for both devices and lot history reviews were not performed. The devices were not returned to the manufacturer for evaluation, however, medical records were provided for both malfunctions. For one malfunction, the investigation is confirmed for filter tilt and retrieval difficulties. For one malfunction, the investigation is confirmed for retrieval difficulties, however, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device, and difficult to remove. This information was received from various sources. This malfunction involved two patients with no consequences. One (B)(6) year old male, and one (B)(6) year old female patients weight were not provided.